Event description:
It was reported that there was an issue with the device coating. During preparation of a procedure, there was an object which appeared to be peeling of the polymer coating of the comet pressure guidewire. After wiping the device, it was removed, but the passability was noted to have become worse. The procedure was completed with another of the same device without issue.